Event description:
It was reported that PICC inserted in ir on (B)(6) 2022 was noted leaking at the hub same day when fluid is flushed through the needleless connector cap, the baxter onelink. When the cap was applied to a different catheter, there was no leaking. Healthcare professional reported ¿suspect threading of the PICC or the tightness needed to effectively secure the needleless connector onto the hub.¿

Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of refy3552 showed five other similar product complaint(s) from this lot number.